Event description:
The employee required shoulder surgery. After 3 months, the user facility provided information that the employee will not be returning to work.

Manufacturer narrative:
A steris service technician inspected the transfer car and found the wheel on the car was damaged. The technician repaired the transfer car and confirmed it to be operational. No additional issues have been reported. The transfer car is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that an employee was removing an instrument rack with a transfer car and the wheel caster disengaged subsequently tipping the car. The employee attempted to keep the instrument rack from falling to the ground and injured his shoulder. The employee was sent to occupational health. No procedural delays/cancellations were reported.